Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 20390206, model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to leads migrated significantly. The patient underwent a lead revision procedure and as doing well postoperatively.